Manufacturer narrative:
Pr#:(B)(4). The customer reported a problem with the energy select knob. There was no reported pt involvement. The device was evaluated by philips. The system was clarified as the plastic knob slipping when selecting energy. The plastic knob was replaced to resolve the issue.

Event description:
The customer reported a problem with the energy select knob. There was no reported pt involvement.